Manufacturer narrative:
(B) (4). The product has been requested to be returned, but has not been received. (B) (4).

Event description:
The customer reported that the ankle cuffs are not locking when they were being applied onto a pt. There was no pt or personnel injury when this occurred.